Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, there were telemetry issues. The antenna locate feature was used and resulted in a power on reset (por) being displayed on the implantable neurostimulator (ins) recharger. This then lead to a normal recharging screen. It was noted, the patient did not charge or feel stimulation for 2 months.